Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in the range of 400 mg/dl. Customer¿s other relevant blood glucose level was 360 mg/dl to 370 mg/dl. Customer stated that the backlight of insulin pump was stopped working. Customer was treated with bolus. Customer stated that the insulin pump suddenly turned off and on and the issue recurred. Customer stated that the insulin pump was not recording or maintaining as it gives blood glucose value print out as a blank sheet. Customer declined for troubleshooting of high blood glucose and backlight anomaly. The insulin pump will be returned for analysis.